Manufacturer narrative:
The customer reported problem was not confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
The customer reported the device had an error 120.4050. It was reported there was no patient involvement.